Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stent placement procedure. According to the complainant, during the procedure, when the stent was attempted to be released, resistance was met and the guide catheter broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stent placement procedure.according to the complainant, during the procedure, when the stent was attempted to be released, resistance was met and the guide catheter broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed with another flexima biliary stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) for the reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The delivery system and stent were returned for evaluation. Visual evaluation of the complaint device revealed no damage to the stent component. The suture was noted to be broken, but remained on the stent. The suture hole of the push catheter was found torn. The touhy borst was found detached from the hub of the push catheter and was not returned for evaluation. The guide catheter was found stretched and broken. The broken guide catheter was returned stuck on a guidewire and could not be removed due to the stretching in the guide catheter. No damage was noted to the guidewire. A kink (suture impression) was noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context a review of the device history record could not be performed since the lot number was not provided in the complaint.